Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they have contacted their hcp. They did not was the circumstances were that led to depleting fast as there was no change in activity. They have been referred to a different hcp. Moreover, they have had same settings. Patient mentioned that since being in their hcp care, their procedure implant only lasts about 1 year with settings as original implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were concerned the implant was depleting faster than the previous implants. Patient states healthcare professional (hcp) checked device a couple weeks ago and noticed ins was depleting so hcp referred them to another hcp. Patient asked for hcp listing because they were disable and their driver was working so they need a closer hcp. Patient states when they were seeing a different hcp, their ins was lasting longer. No further complications were reported or anticipated.